Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verify test step during testing. The device's active exhalation controller was replaced to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet. Feet were replaced to address the issue. Also, during the evaluation of the device at the manufacturer's service center, the device failed the non-reportable internal battery capacity test step during testing. The internal battery pack was charged to address the issue.